Event description:
Caller reported that pump battery would not charge, and there was no adverse impact to the customer's blood glucose level. Customer attempted several solutions, such as using different usb ports, wall outlets, wall adapters, and charging cables, which were unsuccessful. Tandem technical support decided to replace the pump, confirming shipping details and instructing the customer on returning the problematic pump and using a backup therapy to ensure uninterrupted insulin delivery.